Event description:
Consumers alleges she had the heating pad on her bed, plugged in but not turned on. She left the house and when she returned she found the heating pad had burned and damaged her bedding. No injuries were reported with this incident.

Manufacturer narrative:
Consumer left the product unattended and the product was crushed by the consumer, both are violations of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.